Event description:
It was reported that the anchor broke upon insertion, during a labral repair. Pieces of the anchor remain in the patient. The hospital reported no adverse consequences with the patient. This device is used for treatment.

Manufacturer narrative:
One sample was received including the inserter, suture and suture loop. The bio-implant was not received. No problems were found with the items received. The investigation revealed the bio-implant expired 2 years prior to this event. The directions for use clearly state the product cannot be used after the expiration date. This product was used contra-indication.